Event description:
A paratrend 7+ sensor was returned to diametrics medical limited (dml) from its japanese distributor - bayer medical limited. The sensor had been returned from hospital, for routine investigation of a reported 'sensor malfunction' during insertion. There was no report of any adverse event or injury to the pt. It was only when the investigation began that it was seen that the sensor was damaged and a decision to report was made.